Event description:
The customer reported that the c-arm was intermittently turning off when the interconnect cable was moved at the receptacle. The procedure was completed by stabilizing the connector. No injuries were reported.

Manufacturer narrative:
The ge service rep ordered a cable, coupling, spanner wrench and receptacle to facility.